Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's pain reportedly resolved following explantation surgery. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly experienced pain. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The device passed the electrical and mechanical tests performed. System lock was verified. The device passed the electrical tests performed. The device failed the residual gas analysis test. This device was explanted for medical reasons. The device passed the electrical tests performed. However, this device had moisture that exceeded that residual gas analysis test limit. Based on this, it is determined that this device was not hermetic. This version of the hires device is no longer distributed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient was reportedly a non-user of the device and elected explant surgery. The recipient's device was explanted. The recipient was not reimplanted.